Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized with diabetic ketoacidosis. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information provided by the customer indicated that the pump did not enunciate high blood glucose alerts as intended. Additionally, customer clarified that the cause for the hospitalization and diabetic ketoacidosis was inaccurate blood glucose (bg) readings from the non-tandem continuous glucose monitor (cgm), not related to the pump or supplies.